Event description:
At the end of using a biomet calcar planer during a total hip arthroplasty (tha) the surgeon told the vendor's representative, present in the operating room (or), that the instrument was not working properly. The surgeon did not inform the surgical team or operating room nurse. The representative did not inspect the integrity of the instrument after removal from the patient as expected by the hospital. A foreign body was later noted on x-ray and the patient was taken back to surgery and 2 screws from the biomet calcar planer were removed.the biomet representative supplied the instrument prior to the case at the surgeon's request and then took it away after it was cleaned. No identifier numbers could be provided. We found 5 previous reports to FDA regarding this instrument with screws and it should be permanently pulled from the market as all previous FDA reports and our event included retained screws. It really should not take 5 events to pull an instrument from the market when the design is obviously faulty! I am so serious about removing the instrument from the marketplace that we have decided as a hospital to not allow that representative here anymore and to not allow our surgeons to use that instrument with screws.